Event description:
Had MRI shoulder and MRI brachial plexus MRI done on (B)(6) 2026 at (B)(6) hospital. Told techs that I have had several MRI and have never sweated and felt flushed and as if over heating. Had more pain after MRI thought just because was in position. Called husband told him did not feel right. 24 hours had husband look at shoulder. He stated I have a burn, is dry, looks like it blistered. Called my on-call doctor and uploaded picture to med chart to doctor. Made online appointment to see my doctor tomorrow at 8am. Called hospital tonight informed them and spoke with (B)(6). She said she was tech and thanked me for letting her know. Told her I would hate for another patient to get burned and equipment needs assessed. She said would make note shoulder coil burn. Radiologist had put on MRI brachial plexus without contrast that contrast was used. I called this morning informed them I did not have contrast and not sure why radiologist put that. Chart was updated. My question chart says seen ghost image. Was my radiologist interpretation correct or is this due to being burned and why this appeared. Have had previous MRI scan of same shoulder over 10 years ago for shoulder. Notified hospital. Called on-call doctor. Seeing doctor tomorrow morning. Hurts alot but no burns significantly. Seeing family doctor at 8am on (B)(6) 2026. Husband said looks like it blistered.